Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak was discovered during fill 1 of their treatment. No fluid was discovered in the pump module area or on the external of the cassette. The patient reported that the fluid had leaked from the stay safe connector. It was also reported that a ¿filling slowly¿ message occurred prior to the fluid leak. The patient confirmed they knew how to perform continuous ambulatory pd (capd) / manual therapy, and that they had the necessary supplies to complete capd therapy. Additional details were provided upon follow up with the patient. The patient confirmed there was a fluid leak that occurred during their treatment. It was confirmed the fluid leak was coming from the stay safe connector. The patient verified there were no signs of any moisture inside the cassette compartment. According to the patient, no defects were noticed at the site of the leak (on the connector). The patient was unsure what caused the leak. Once the leak was noticed, the patient clamped the lines and contacted ts for assistance. The patient said they were assisted with re-setting up the cycler with new supplies. The patient was able to complete their treatment on the cycler. They confirmed they were trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed notifying their pd registered nurse (pdrn) of the event. Prophylactic antibiotics were not prescribed. The patient is continuing pd therapy on the same cycler without further issue. The cycler set that leaked was not available to be returned for evaluation as it was reportedly discarded. The patient confirmed they did not experience problems with any other cycler sets from the same box.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak was discovered during fill 1 of their treatment. No fluid was discovered in the pump module area or on the external of the cassette. The patient reported that the fluid had leaked from the stay safe connector. It was also reported that a ¿filling slowly¿ message occurred prior to the fluid leak. The patient confirmed they knew how to perform continuous ambulatory pd (capd) / manual therapy, and that they had the necessary supplies to complete capd therapy. Additional details were provided upon follow up with the patient. The patient confirmed there was a fluid leak that occurred during their treatment. It was confirmed the fluid leak was coming from the stay safe connector. The patient verified there were no signs of any moisture inside the cassette compartment. According to the patient, no defects were noticed at the site of the leak (on the connector). The patient was unsure what caused the leak. Once the leak was noticed, the patient clamped the lines and contacted ts for assistance. The patient said they were assisted with re-setting up the cycler with new supplies. The patient was able to complete their treatment on the cycler. They confirmed they were trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed notifying their pd registered nurse (pdrn) of the event. Prophylactic antibiotics were not prescribed. The patient is continuing pd therapy on the same cycler without further issue. The cycler set that leaked was not available to be returned for evaluation as it was reportedly discarded. The patient confirmed they did not experience problems with any other cycler sets from the same box.